Manufacturer narrative:
During troubleshooting, the technician found the latching mechanisms wouldn't release. It was determined that the latching mechanisms had seized up because of foreign substance. The mechanism was removed, cleaned, and lubricated to resolve the issue.

Event description:
Account alleged, right siderail on bed was not staying up.